Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as itchy. The patient did state they have allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use of the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as itchy. The patient did state they have allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use of the lifevest for the skin irritation. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy. The patient did state they have allergies. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended ending use of the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.